Event description:
Post market surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure the patient presented with a myocardial infarction and stent thrombosis. The index procedure treated the 75% stenosed 2.75x12mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.75x15mm balloon inflated to 10 atmospheres (atms) and the placement of a 2.75x12mm taxus express2 stent deployed at 10 atms. Post dilation was performed with the 2.75x15mm pre dilation balloon at 16 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. Five thousand units of heparin was administered. The patient was discharged 2 days later on bayaspirin, panaldine and warfarin. No angina was confirmed at the 1 & 6 month follow up visits. About 315 days post the index procedure, an electrocardiogram confirmed a q-wave myocardial infarction and stent thrombosis in the mild lad. Timi flow was 0. Reintervention consisted of angioplasty in the 100% stenosed 3.35x1.7mm target lesion located in the mid lad resulting in 0% residual stenosis and timi 3 flow. The patient was discharged on day 379. It was noted that the patient had stopped taking panaldine by himself. Plavix has been administered since day 315. The loading of plavix was completed and pletaal was stopped as there was less possibility of re-occurring stent thrombosis. No angina was found at the 1 year follow up visit. Per the physician, the event relation was definitely related to the antiplatelet usage.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.